Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "chipped adhesive around acoustic lens, detached adhesive section at objective lens, detached adhesive at light guide lens, corrosion on separation tube" is traced to component failure and for the malfunction "foreign material at air/water supply cylinder" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that chipped adhesive around acoustic lens, detached adhesive section at objective lens, detached adhesive at light guide le ns, corrosion on separation tube and foreign material at air/water supply cylinder was found. There was no patient involvement.